Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. The field service engineer confirmed that the customer cancelled the ticket as there was no one in the station. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system remote manager drawer was failed and user was unable to retrieve medication to patient. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.